Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019, and is associated with complaint (B)(4) (addended complaint file (B)(4)). The device was not returned to genicon, inc. For evaluation. No physical or visual evaluation could be performed; complainant did not take pictures and did not keep the sample for return.

Event description:
Bag was being used by doctor in a laparoscopic cholecystectomy. When removing the specimen the seam on the end of the bag split allowing the bag to be removed while the specimen remained in the patient. Note: distributor who reported the complaint, provided follow up information that the surgeon was able to pull out the specimen with a kelly forceps, and that the procedure was delayed for a few minutes.